Event description:
A balloon burst on the first inflation during an unidentified procedure. No pt complications were involved. Attempts to gain further details with regards to the circumstances surrounding this event have been unsuccessful to date. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion which may have contributed to this event. However, without further info or evaluating the device, co is unable to determine the exact cause for this event. The directions for use for this product state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."